Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not advance to the right ventricle following a valve replacement and the electrical measurement was significantly below the reference value. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.